Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the right common femoral artery was attempted using a starclose se device. Reportedly, after clip deployment, bleeding continued. Manual arterial compression was applied to achieve hemostasis. However, after achieving hemostasis no pulses were present in the right limb. Via contralateral left arterial access, an angiogram was performed that revealed thrombus at the access site. Tissue plasminogen activator was infused, an absolute pro stent was deployed at the site, and thrombolectomy was performed, resolving the vessel occlusion. The patient was prescribed plavix and was discharged to home as planned. There were no reported adverse patient sequelae. A significant clinical delay in the procedure was reported. The operator was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.